Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient. It was reported the patient had an infection in their incision site and the device had malfunctioned, as they were now less than 50% improvement. The date of the infection's onset is unknown.